Manufacturer narrative:
(B)(4). Batch # unk. Additional information requested and received: what were the indications for surgery? Lung cancer. What color cartridges were used? Gold. Was buttressing material used? No. Were any issues noted with staple formation intra-operatively? No formation issues but a tissue tag to cut at end of staple line. Were any additional treatments needed? Not sure. What is the normal standard of care hospital stay? Longer than expected. Does the surgeon believe the device caused or contributed to the excessive or abnormal air leak? The surgeon is not sure. Was there any abnormal tissue characteristics that may have contributed to the leak? No. What is the current patient status? Went home.

Event description:
It was reported that during a lobectomy procedure, in the operating room, the product seemed to work fine, but post operation, the patient had air leaks in the lung and had to stay in the hospital an extra day and a half. The gun was fired on the lung parenchyma in the case. It is not known for sure where the air leak came from and if it was in fact caused by the stapler.